Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation and welts under the lifevest equipment. The patient has a history of sensitive skin and reported having an allergy to polyester and nickel. There was no alleged device malfunction contributing to the irritation. The patient and her niece, who is an rn, used miracle tea soap, a homemade salve, and emu lotion on the skin irritation. The patient's niece also applied cotton balls and fabric under the garment to help with the skin irritation. Follow up indicated that the patient's skin irritation improved upon changing garments more frequently and taking two showers per day.